Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3maxc) began the stretch approximately 139.5 and fractured approximately 142.0 cm from the hub. The material at the fractured location showed evidence of deformation and stretching before fracture. In addition, the inner support coils were unwound. Evaluation of the returned device revealed that the 3maxc was fractured. Visual inspection of the fracture showed evidence of material deformation and stretching. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The deformed 3max shaft likely contributed to the inability to advance the sep3d during the procedure. The fractured distal portion of the 3maxc referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician advanced the 3max through a neuron max and penumbra system 5max reperfusion catheter (5max) kit and attempted to aspirate the thrombus using the 3max and a penumbra system aspiration pump max 220 (pump max), however, the physician was unable to remove the thrombus. The physician therefore, attempted to use a penumbra system separator 3d (sep3d), however, was unable to advance the sep3d through the 3max. The physician therefore, removed the 3max and found that the distal 3-4 centimeters of the 3max were ovalized. The procedure was completed using a velocity delivery microcatheter (velocity), the same sep3d, the same neuron max, and the same 5max kit. There was no report of an adverse effect to the patient.